Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was found that the driver displacement indicator (ddi) board required calibration. The fsr calibrated the ddi board and the issue was resolved. The fsr ran the operational verification procedure and user verification test. The device meets manufacturer's specifications.

Event description:
The customer reported that the pressures are off on the ventilator. It is unknown if the device was in use on a patient at the time the issue occurred.